Event description:
Rn was repositioning patient for an x-ray. Upon repositioning and leveling patient's bed, rn felt blanket wet to touch and the PICC line was lying on top of wet spot. Rn lifted PICC line up and there was liquid around the port as well. Connector changed and crack easily identified in defective connector.